Event description:
Philips received a complaint on the heartstart xl+ device indicating that the defibrillator failed.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the defibrillator failure was due to malfunction of capacitor. The capacitor was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.